Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called and reported he was having issues with his reservoir and infusion set. The customer was unable to troubleshoot and the reservoir may have been occluded. Customer's blood glucose was 6.4 mmol/l. It was advised the reservoir would be replaced. The customer will not be returning the product for analysis at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.